Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer performed multiple supply changes to address the occlusion alarms. The customer's blood glucose (bg) level was over 400mg/dl. Cartridge changes were performed, infusion set site changes were performed and correction boluses via the pump were delivered to address the bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.